Event description:
It was reported that 911 was called and the customer was hospitalized for two months starting on (B)(6) 2015. It was also reported that the customer was in a coma for 10 to 15 days. Customer's blood glucose levels at the time of hospitalization 15mg/dl. The customer was wearing the insulin pump at the time of hospitalization, the customer stated that the insulin pump was lost at the hospital. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.